Event description:
It was reported that air in the device occurred. During a pulse field ablation procedure for pulmonary vein isolation, when the farawave catheter was inserted into the faradrive steerable sheath air was continuously aspirated. Despite multiple attempts, air was unable to be cleared from the faradrive steerable sheath. The faradrive steerable sheath was exchanged for a new faradrive steerable sheath and the procedure proceeded. No patient complications were reported.